Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. As per reporter patient has healed and no further actions will be performed. Labeling review: potential adverse events and complications. "...potential risks identified with the use of this system, which may require additional surgery, include: infection..."product remains in-situ.

Event description:
On (B)(6) 2014 patient underwent an extreme lateral interbody fusion procedure. As per reporter wound dehiscence was noted seven weeks post index procedure. Patient was recommended to wound clinic where they later healed. No allegation of product malfunction reported.